Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie and drawer malfunctioned and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie and drawer malfunctioned and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to correct the combination product field to reflect as no

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie and drawer malfunctioned and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.1 pocket showed "device not detected on bus" error message. A field service engineer found half height cubie drawer 5.1 was not detected on bus, reseated all connections in drawer and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.